Manufacturer narrative:
H4: the lot was manufactured from may 13, 2019 - may 14, 2019. H10: the device was received for evaluation. Visual inspection was performed using the naked eye, which observed a fluid contained inside the housing, because the bladder has been ruptured. Additional inspection was performed to identify any issues that could have caused the rupture. No signs of abnormality were observed. The reported condition was verified. The cause of the condition was not determined. However, the most likely cause of the condition is manufacturing related. A batch review was conducted, and there were no deviations found related to this reported condition, during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a ce infusor sv (small volume) broke with spill of liquid from the rigid container during filling phase. There was no patient involvement. No additional information is available.